Manufacturer narrative:
Intuitive surgical inc. (Isi) received the instrument arm drape for failure analysis investigation. The accessory was analyzed and found to have a dislodged sterile adapter. A visual inspection was performed, and the retention plate was found to be dislodged from the retainer of the sterile adapter when it was received. The dislodged retention plate's input disk was complete. The accessory' dislodged plate was returned. There was no damage found on the sterile adapter plate and the sterile adapter wings. The complaint was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, that the single port (sp) drape disconnected the diskette drape during mounting. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the part of the drape that had an issue with was the drape ring above the drive. The drape was replaced to resolve the reported issue. Patient demographics were not provided.